Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had alarm 389 - no o2 dosing possible and the o2 pressure calibration is failing. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Log shows zero pressure calibration has failed (not passed since 2021). Advised to ensure all external lines have been disconnected for the test and, if so, the inspiration block needs to be replaced per fc015. Pressblower transducer out of range with 37. Pn 030.200.050 last photonic o2 calibration passed. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to insp block - "press blower" sensor. As concluded in CAPA-000000952: sensor long-term drift was not considered in the definition of the expected adc value range (for the "zero pressure calibration", the base unit test and the circuit system test) in software versions lower than v6.1 due to non-availability of that information. As a resolution, customer order the inspiration block for replacement.